Manufacturer narrative:
Investigation summary: catalog: 442020 batch no.: 3137620. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) c. Tropicalis false positive occurred. However plate growth only showed kleb pneumo. The following information was provided by the initial reporter: customer is reporting molecular false positive for product 442020 2.) Patient gram stain: gnb biofire result: c tropicalis + kleb pneumo plate growth/ vitek: kleb pneumo only.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) c. Tropicalis false positive occurred. However plate growth only showed kleb pneumo. The following information was provided by the initial reporter: customer is reporting molecular false positive for product 442020. Patient: gram stain: gnb, biofire result: c tropicalis + kleb pneumo, plate growth/ vitek: kleb pneumo only.